Event description:
The hospital reported that during a procedure, the housing cap got detached. No info was provided how the case was completed. No pt effect has been reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.